Event description:
The explanted device was received for investigation at headquarters. According to the explantation report the device was explanted due to a skin defect following necrosis which caused the implant to be partially exposed. As per further information, the incision wound never fully healed after implantation. The wound had an open spot at the surgical incision which got worse over time. After some weeks the clinic decided on a revision surgery to fix the skin defect. The implant was removed and the skin defect was closed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted early post-implantation because of a skin defect at the surgical incision, which led to an extrusion of the device. Reportedly the wound never healed after initial surgery. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the reported problems. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to a skin defect following necrosis which caused the implant to be partially exposed.